Manufacturer narrative:
D10 concomitant product: 133650, 133650 premium surgiclip iii 9.0, (lot #p3m0653); 133650, 133650 premium surgiclip iii 9.0, (lot #p3m0653); 133650, 133650 premium surgiclip iii 9.0, (lot #p3m0653); 133650, 133650 premium surgiclip iii 9.0, (lot #p3m0653); 133650, 133650 premium surgiclip iii 9.0, (lot #p3m0653). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open hepato-pancreato-biliary (hpb) procedure, issues were experienced with the loading or firing of the 133650 premium surgiclip iii 9.0 clips; none of the clips loaded as expected. Resulting in all six clips malfunctioning. Another clip applier was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was fully applied with the interlock engaged. The distal end of the channel cover was intact. Microscopic inspection of the jaw revealed acceptable jaw co-planarity. Functional testing found that the instrument was received fully fired. The interlock was properly engaged and prevented the jaws from approximating. The instrument was disassembled to reveal damage to the ratchet system. It was reported that the clips were not loading properly. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the user attempts to either pull apart the handles prior to completing the handle compression or attempting to squeeze the handles prior to fully releasing the handles after completing a handle compression. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the device contains a ratchet mechanism to ensure that a clip is not allowed to release until a full handle squeeze is applied. Ensure that the handles are squeezed together firmly as far as they will go. Failure to squeeze then handles completely can result in clip malformation and possible bleeding or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.